Event description:
Experiencing infusion set tubing separating from the luer lock resulting in elevated blood glucose (491 mg/dl). Patient indicated that she resolved her blood glucose readings by administering an insulin injection. Patient indicated that she did not required medical assistance to address this issue. Patient did not return any product.